Event description:
Info received, indicates the stretcher can be moved after the brake is set.

Manufacturer narrative:
The technician replaced a brake caster and adjusted the brake to repair the stretcher.